Event description:
The customer reported that when they attempted to retrieve previously saved images, the data was corrupt and the images were black. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.